Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 2111412: 155 items manufactured and released on (B)(6) 2021. Expiration date: (B)(6) 2026. No anomalies found related to the problem. To date, 144 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
During the hip stability check the 48mm cup spun out of the acetabulum. The surgeon reamed the bone to 50mm, implanted a 50mm impact shell and added 2 screws completing the surgery successfully.

Manufacturer narrative:
Visual inspection performed by r&d manager: from the received part, no evident signs related to the event were noticed on the shell. Also the height was according to the specifications. From the received information, it is not possible to determine with certainty the root cause of the event, but a probable cause can be related to an reduced depth of the reaming.